Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 375 mg/dl and the bg level was addressed with a bolus via the pump. Reportedly, the customer was not sure of the cause of the bg level. However, the customer believed there may have been an issue with the pump due to consistent air bubbles. The clinical diabetes specialist reported that no insulin was seen coming out of the tubing when a bolus was delivered due to the air bubbles. The customer filled tubing to remove the air. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected. The bg level lowered to 230 mg/dl.